Event description:
The central monitoring system (cns) screen froze and there is no waveform movement and the system is unresponsive to touch or mouse control. Bme rebooted the system and now its stuck in the boot screen. MFR ref # 8030229-2014-00060.